Event description:
As reported, during an acute thrombectomy of lower extremity, the balloon of this fogarty catheter ruptured. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
The fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. As received, the balloon was found to be ruptured. Both balloon windings were intact. Latex edges did not match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. Engineering task was assigned for further investigation. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon integrity inspection is performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated to address this failure mode. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.